Event description:
It was reported that the pt underwent an uncomplicated thermal ablation in 06/2002. Postoperative days 2-3, the pt was doing well according to the patient's spouse and was outside doing activities with their spouse. On post operative day 4 the pt had nausea and vomiting and was given IV hydration by their spouse. Post operative day 5 the surgeon stated that pt "sometimes had some gi problems like this" even before the surgery. On the day the pt died pt "passed out" and was taken to the ER where the general surgeon was called due to their gi symptoms, and pt passed. The pt expired in 2002 due to toxic shock syndrome.